Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by turbid effluent. The cause of the event was not reported. The day after the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. Extraneal and physioneal therapies remained ongoing. Four days after admission, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event. No additional information is available.